Event description:
Went into patient room, found yellow warning across graphic screen "device alert! Ventilation continues as set. Replace and service ventilator." Ventilator pulled and replaced immediately without incident or interruption in ventilation to patient.